Manufacturer narrative:
Dates of event and implant: estimated dates. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. The reported patient effects of stenosis, thrombosis and myocardial infarction are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record and complaint history could not be conducted because the part and lot number was not provided. A conclusive cause for the reported patient effects of stenosis, thrombosis and myocardial infarction, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported through a research article identifying xience alpine stents that may be related to the following: target lesion restenosis, thrombosis, myocardial infarction or death. Specific patient information is documented as unknown. Details are listed in the attached article, titled "impact of structural features of very thin stents implanted in unprotected left main or coronary bifurcations on clinical outcomes".

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.